Event description:
A patient's programming history was received and reviewed by the manufacturer on (B)(6) 2011. High impedance was found, happened in (B)(6) 2010 and not reported to the manufacturer at the time of the occurrence. At the moment good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received by the reporting physician indicating the reviewed high impedance was caused by the lead pin not being fully inserted in the generator. Surgery was performed to re-insert the pin and impedance value was normal after surgery. No trauma or manipulation occurred that could have caused the high impedance. X-rays were not available for manufacturer review. Lead information was not available. Patient is currently doing well.

Manufacturer narrative:
Brand name, corrected data: initial report inadvertently listed incorrect name. Name, corrected data: initial report inadvertently listed incorrect name. Model #, corrected data: initial report inadvertently listed incorrect model number. Serial #, corrected data: initial report inadvertently listed incorrect serial number. Lot #, corrected data: initial report inadvertently listed incorrect lot number.